Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was explanted due to threshold has risen since implant and patient is dependent. No adverse patient events were reported. Should additional information be received, this file will be update.